Event description:
Hill-rom received a report from the account stating the siderail will not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support found the siderail not latching due to a siderail bushing missing. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. Hill-rom technical support provided the account with the part number and the account will replace to resolve the issue. Based on the info, no further action is required.